Event description:
After a corpectomy, the xrl system cage was placed at t12. Some gentle impaction was used for placement. The surgeon could not get the locking ring to fully engage. He tried to further distract to get the locking ring to fully engage. The surgeon then removed the cage and noticed a piece of the cage broke. The fragment was recovered, and the surgeon then used synex to complete the procedure. This is 4 of 4 reports for the same event.

Manufacturer narrative:
Investigation could not be complete; no conclusion could be drawn as the product is entering the complaint system. A review of the device history records has been requested. Investigation is ongoing.

Manufacturer narrative:
A review of synthes device history record, for p/n (B)(4), lot # 6464076, revealed the screw, ep, medium, sterile, was manufactured by rms to the (B)(4) router # 2388125 wb, and processed per specification requirements. The lot conformed to the synthes (B)(4) inspection document # (B)(4), revision "d", (B)(4) drawing # (B)(4), revision "d", for the plasma treatment, goniometer, and to the synthes (B)(4) inspection document # (B)(4), revision "h". There were no complaint-related anomalies, mrrs, or ncrs associated with this lot. There were two parts with this complaint. Rms manufactured the screw, ep, medium, sterile, to the (B)(4) router # (B)(4). The complaint condition is due to an unknown cause. The part was in good condition. The lot conformed to the synthes drawing number (B)(4) and met the material requirements and the required specifications. The endplates and endplate screws are in excellent condition and perform as intended. The central body and the spikes on the endplates provide clear evidence of excessive impaction and manipulation of the implant by impacting the spreader onto the wrong features. The subtasks in this event evaluation for each part in the implant assembly clarify the points mentioned above, the technique guide was not followed. The design risk assessment was reviewed and was found to be adequate for the intended use. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.